Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012123138 was returned and analyzed. The array pebax tube was damaged at junction of the proximal arm and dual lumen, exposing the electrodes wires. The guidewire lumen was received extended, and with a damaged array loop assembly. The shape of the catheter array was inverted, and the proximal arm was rolled up over the guidewire lumen at the dual lumen junction. The pebax tube appeared kinked at the proximal arm and distally to the electrode #9. The electrode #1 appears displaced and the assembly to the electrode wire through the pebax tubing was exposed (hole access through pebax tubing). X-ray imaging confirmed the integrity of the nitinol array wire detached from the dual lumen. The wire of the electrode #1 was detached from the electrode with residue of wire or solder remains attached to the internal surface of the electrode. Optical inspection at high magnification revealed a torn pebax tubing, exposing electrode wires at the distal edge of the dual lumen. No evidence of damage was found on the side of the pebax tubing facing the guidewire lumen at the distal edge of the dual lumen. The pebax tubing exhibited a hole with torn edges and coagulated blood. The pebax tubing appeared narrow distally to the electrode #1 location. Initial stiffness in the slide control function, attributed to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. The steering function was normal. Data from the catheter identification chip confirms usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit ablations using the generator. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test revealed an open loop be tween electrode #1 and connector pin #1 as expected. Dissection of the array confirmed the residue on the internal surface of the electrode #1 was a solder point and adhesive. The electrode wire was confirmed to be detached from the electrode #1. Dissection of the proximal arm showed the torn pebax tubing at the proximal arm extended proximally inside the dual-lumen. The hole length was approximately 1 millimeter. The insulation of the electrodes wires was damaged, but no charred wires were observed. In conclusion, the reported issue of an inverted array was confirmed while the issue of a knotted array, difficulty retracting the catheter into the sheath, slide control issues, and insufficient therapy were not. The catheter failed the returned product inspection due to damaged array pebax tubing, exposed electrode wires, damaged array loop, the shape of the array being inverted, the pebax tube being kinked, the electrode being displaced, a detached electrode wire, torn pebax tubing, stiffness in the slide control, and damaged insulation of the electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the array shape appeared  "off" and inverted on fluoroscopy; it appeared as if the slider for recapture was advanced. Upon inspection, the slider was found to be in the correct position. After completing all right side lesions and pacing, a small knot was observed in the pfa catheter when it was recaptured into the sheath. After some maneuvering, the pfa catheter was able to be recaptured into the sheath. When the catheter was removed from the patient, the knot was removed and inspected. Concerns were raised regarding the slider mechanism of the pfa catheter. A voltage map was created post-ablation and it was observed that touchups were required. A new pfa catheter was put into use for additional lesions and the procedure was completed with pulsed field ablation (pfa). No patient complications have been reported as a result of this event.